Event description:
10/3/93 diagnosed with breast cancer in left breast. 10/8/93 modified radical mastectomy left breast. 11/2/93 catheter placed for chemotherapy treatments. 11/16/93 chemotherapy treatments began. 8/16/94 mass discovered in right breast. 8/30/94 subcutaneous mastectomy right breast. 11/4/94 breast reconstruction began with tissue expanders placed in left and right breast. No problems. 7/14/95 tissue expanders removed and replaced with permanent prosthesis (mammary implants) in left and right breast. 8/11/95 chemotherapy treatments ended. 10/13/95 surgery for revision of right breast reconstruction (trouble started) and nipple/areola reconstruction, left breast. (Nipple reconstruction did not take). 10/31/95 emergency surgery post operative complications, surgery for evacuation of post seroma and placement of drain, right breast. 2/27/96 oncologist examined wound on right breast. 3/15/96 took pictures of chronic wound that had been present since permanent implant had been placed in right breast. 5/28/96 dr examined right breast wound and suggested implants be removed. It was infected. 6/17/96 went to dr concerned about chronic right breast wound and pain. A lump was discovered in scar line of left breast at this visit also. 6/17/96 second opinion, "implant must come out of right breast." 6/25/96 surgery for breast tissue/tumor biopsy left breast scar line. At this time an attempt was made to correct the chronic wound on the right breast. Tissue was removed in the area and stitched with non-removable type stitches and paper tape was used to close. 7/12/96 saw dr for pain, fever, swelling and redness. He prescribed pain medication and antibiotics and stapled the opening back together in right breast. 7/13/96 woke in morning and bedsheets were drenched in a large area with a liquid substance. Severe pain was present. Called dr and he suggested rest, tape wound back together and come into his office on the following monday. 7/15/96 saw dr, he stated, implant must come out of right breast. 7/16/96 surgery was performed in dr's office and right breast implant was removed. 7/16/96 pictures just before implant was removed, they were taken on the morning of surgery. 7/24/96 regular visit with dr and he suggested pt see another plastic surgeon. 8/6/96 as of this date pt still has a mammary implant in left breast and continues to have pain and discomfort in both breasts, arms, neck hands and shoulders. Fatigue also accompanies condition. As of this date, rptr has a pending appointment with a new plastic surgeon. (*)